Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. While suturing, the tip of the needle was missing. There were no adverse pt consequences reported.